Event description:
It was reported that the doctor measured the z-stage sticker on the nexdrive and found it to be 1.5 mm too high. The device was also very stiff and hard to turn. The problem was identified before it was used, so there were no patient related issues. The device was not used and replaced.

Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4). Analysis of the nexdrive, lot #082618314, found the scale out of alignment. The z-frame dimension measured out of specification: 132.5 mm measured 133.5 mm. Resistance was also felt when turning the z-stage thumbwheel when compared to a known good drive. Closer observation found the z-stage locking thumbscrew half way engaged; after loosening the thumbscrew the thumbwheel was able to be turned freely with little resistance felt. Result code 600 refers to the nexdrive. This device is included in the medical device recall, ¿nextdrive micropositioning drive: models mi-1000, mi-2000,¿ customer letter (june 2014).

Manufacturer narrative:
This device is included in the medical device recall, ¿nextdrive micropositioning drive: models mi-1000, mi-2000,¿ customer letter ((B)(6) 2014)¿ was removed. This statement was incorrectly included in the initial MDR. The june 2014 medical device recall of the nexdrives was limited to the following lots of products: 082605614, 082601414, 082602014, 082634313, 082630913, 082629713, 082629613, 082626913, 082623113, 082621413, 082618213. The nexdrive which is the subject of this MDR is from lot number 082618314 and was not in scope of the june 2014 medical device recall.